Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient could not charge the recharger, and so could not charge the ins, and this issue had been going on for a while. The patient stated the desktop charger status light was illuminated. The patient noted the connector pin did not appear loose or bent. Patient was issued a new recharger. Additional information received stated that earlier in the week he broke the pin off the desktop charger, and then lost the desktop charger. Since the patient could not charge the recharger they reported that they could not charge the ins, and they were therefore in pain. The patient stated the ins had been dead two week before, and someone performed a physician mode recharge, but the patient did not know the person's name. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and degenerative disc disease/ herniated disc pain.